Manufacturer narrative:
Per the clinic, the patient experienced skin breakdown, necrosis and infection (date not reported). Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2025. There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced exposure of receiver/stimulator (date not reported). There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.